Event description:
Reportedly, the pt was pushing herself back to bed (from the bathroom) when the wheel loosened and the chair tipped. The pt called for help, two employees came to help, one employee was reportedly injured while attempting to help the pt. Medical info is not available to medline due to confidentiality. The pt was reportedly not injured.